Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product event summary: the 2af283 balloon catheter with lot number 25350 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for six applications on the reported event date. During functional testing with the console, temperature fluctuations were observed. The mapping catheter was unable to be inserted into the balloon catheter (compatibility issue). Dissection and further inspection of the balloon catheter under the microscope identified the measurement of the inner diameter of the end of the funnel of the luer was out of specification. The inner diameter of the guide wire luer measured 0.041 inches (not within the specification >0.044 inches). The smaller inner diameter of the luer was identified as the cause for insertion difficulties. During inspection of the balloon segment, a fracture/crack was observed on the injection tube. The fracture/crack was identified at the coil area. In conclusion, the reported "occlusion temperatures dropped unexpectedly" issue was confirmed through testing. The balloon catheter failed the returned product inspection due to a fractured injection tube in the coil area and excessive adhesive in the inner diameter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, during occlusion temperatures dropped unexpectedly. The electrical umbilical cable was replaced without resolve. The balloon catheter was replaced to resolve the issue. Additionally, when the mapping catheterwas passed through the y valve, it could not enter the balloon catheter. The mapping catheter tip was damaged or kinked. The mapping catheter was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event. 2024-05-23: it was later confirmed that the mapping catheter tip was kinked.